Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported that anaphylactic reaction to drug. Verbatim: received via: email. Date of incident: (B)(6) 2021. Anaphylactic reaction to drug. Complaint received 02/01/2022.